Event description:
It was reported that the patient¿s device had been ¿disconnected for a year now.¿ the patient stated that she had gone through a courthouse security system in (B)(6) and the patient had been under the assumption that the device would ¿short out.¿ the patient stated that she ¿did not know what was going on.¿ the patient reportedly did not feel stimulation. It was noted that the patient was scheduled for an MRI on the day of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v009140, implanted: (B)(6) 2007, product type: lead. (B)(4).